Event description:
During a remote follow up, poor morphology match scores were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable and will continue being monitored.